Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed two (2) controller power up events with associated motor start events logged on (B)(6) 2025 at 20:50:53 and on (B)(6) 2025 at 19:31:49, , indicating losses of power to the controller , as well as four (4) controller power up events without associated motor start events logged on (B)(6) 2025 at 23:28:18 and on (B)(6) 2026 at 11:20:00, at 11:20:38, and at 11:20:55. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 91% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 41% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). Momentary disconnections were observed leading up to the first loss of power. No anomalies were observed leading up to the second loss of power. The associated power sources were lubricated prior to release. The controller was without power for nine (9) seconds and ten (10) seconds, respectively. Review of the alarm log file associated with (B)(6) revealed three (3) vad disconnect alarms were logged on (B)(6) 2025 at 23:24:55 and at 23:27:41, and on (B)(6) 2026 at 11:20:07, indicating a physical disconnection of the driveline from the controller. As a result, the reported loss of power events and vad disconnect alarms were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the losses of power correlate to the reported vad stop. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of vad disconnect alarm can be attributed to physical disconnection of the driveline. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d4: serial or lot#: (B)(6). H3: yes .h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient, it was mentioned that the patient it's the most probable reason for the alarm.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed that the ventricular assist device (vad) stopped there was a vad disconnect and a loss of power to the controller. The vad and controller remain in service.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller. D4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2024 / serial or lot#: (B)(6); d9: no. H3: no. H4: mfg date: 23-may-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.